Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving an error 6 on their precision xtra blood glucose meter, and as a result could not properly obtain a blood glucose result. The customer then reported feeling light headed, experiencing blurred vision, and having difficulty speaking. He reported experiencing a loss of consciousness. Paramedics were called, and he was transported to a local hospital where he was diagnosed with hypoglycemia. Orange juice and an IV treatment was administered in order to stabilize glucose levels. Additionally, the customer's insulin dosage was modified. There was no report of death or permanent impairment associated with this event.